Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent unknown cardiovascular surgery on (B)(6) 2019 and suture was used. The suture diameter was smaller than normal for this device. The device was not used on the patient. There were adverse patient consequences.